Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Examination of the returned monitor confirmed the customer¿s complaint. The sv (stroke volume), co (cardiac output) and ci (cardiac index) were not displayed correctly due to the patient¿s demographics entered incorrectly into the monitor. Once the patient¿s demographics were entered correctly the monitor performed as expected and passed evaluation testing. No additional actions will be taken at this time.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
It was reported that during a preventative maintenance of the ev100 monitor, the monitor displayed an inaccurate co (cardiac output) value. There were no fault/alert messages observed. There was no patient involved in this complaint. No other system-related devices were reported as suspect.